Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected: distal connector was slightly bent marks were noted on the connector, as well as needle holes in the needle chamber. The valve was hydrated for 24 hours. The valve was tested for programming, the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. The root cause for the slightly bent connector is probably due to user error, this however could not be determined, this did not seem to have an effect on the functioning of the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the implanted certas valve was not able to be programmed. The valved was explanted and replaced with another valve. No reported delay in surgery.